Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion for about 18 hours on back arm, which caused the patient's blood glucose (bg) to rise to 585 mg/dl. Patient had small ketones. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.. No further information available.